Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a suspected leakage of the shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively established through this evaluation. The shower bag was returned in new condition. The bag seams, zippers, and fabric appeared intact with no visible damage. The shower bag was mounted in a sink and water was poured onto the bag for over 15 minutes. The bag was visually inspected after 15 minutes did not reveal any evidence of a fluid ingress issue. The bag condition appeared unremarkable, and no damage was observed. The patient remains ongoing on heartmate 3 left ventricular system (lvas) support with no further related issues reported at this time. The device history records were reviewed and the records revealed that the heartmate gogear shower bag, lot # 10137953, was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii patient handbook, rev. C, are currently available. These documents state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.